Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set was leaking. It was further described as, "leaking through the gap of the transparent cap of the cassette". This was observed during preparation for peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient to end the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.